Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had prime fill anomaly. The customer¿s blood glucose level was unknown. The customer stated that she is trying to prime and the piston was not moving forward, but it was giving her numbers and she's been getting no delivery alarms. Customer reports alarm occurred during manual prime. Troubleshooting was performed for no delivery and noticed reports event was resolved by changing complete set. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Pump primed properly.